Event description:
On 07/27/2000, the facility's interventional radiology tech informed the distributor's marketing mgr of the following: the packaging was intact. Upon opening to pull out the tray, the tray was not sealed and the device was not inside. No further details were provided.